Event description:
Lina loop snapped while cutting the tissue. No instrument was put in the cervix.

Manufacturer narrative:
Shape of the loop was changed in a part where wire broke. Wire was bend in not original way, which could cause break of the loop. Wire broke because there could be a need to rotate the loop and put more tension on it during surgery to finish it successfully. Other reason could be touching the loop wire to some metal instrument. Most possible reason of the loop break is bending of the wire in a way that it didn't stand the pressure and the heat at the same time.